Event description:
A resuscitation bag was obtained for use during a code. The respiratory therapist noted a decrease in chest rise while using the bag and alleges that the duckbill valve fell into the resuscitator bag making it non-functional. Another resuscitator was obtained and the pt was not compromised by the reported problem with the resuscitator.